Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the tesu board (printed circuit board) is broken and therefore scope error (e104) occurs. The most probable cause of dent in outer tube is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dent in outer tube, broken tesu board (printed circuit board) and scope error (e104). There was no patient involvement.